Manufacturer narrative:
If any new relevant information is identified, a supplemental medwatch will be filled.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave nav ablation catheter was selected for use. At the end of the procedure, the physician performed pacing maneuvers in the left ventricle using the catheter. Following completion of the pacing maneuvers, resistance was encountered while attempting to retract the guidewire. The guidewire had been advanced past the tip and could not be retracted. The physician positioned the catheter in a neutral configuration, retracted it into the left atrium, and subsequently removed the catheter and guidewire from the patient. No effusion was observed. No tissue was noted on the guidewire or catheter tip upon removal. Here were no deployment issues, detachment, or kinking reported during the procedure. The procedure was successfully completed with this device. No patient complications occurred, and the patient recovered fully.